Manufacturer narrative:
Corrected data: d11 - concomitant medical products and therapy dates: injector model-msi-tf; lot#-unk should be corrected to injector model-msi-pf; lot#-unk. H6 - patient code 3191: no code available (narrow angles, shallow ac). H6 - device code 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -6.50/+6.00/90 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019, excessive vault and significant reduction of irido-corneal angles was observed. The reporter stated that the surgeon has decided to monitor the patient for now, if necessary an exchange will be performed. Patients current condition was reported as " stable vision, shallow anterior chamber with narrow angles and normal iop". Bcva was reported to be 20/30. In the reporter opinion the cause of this event is due to the size of the icl. If additional information is received a supplemental medwatch report will be submitted.